Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) administered 4 shocks in the last 2 weeks. At the follow-up the device could not be interrogated, no telemetry could be established, there were no magnet tones, and no pacing. The patient was admitted to the hospital for changeout of the device.